Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10, lot #: 102915, description: nitinol tc electrode, 100 mm, total quantity: 2.

Event description:
Device evaluation performed on the returned electrode found that the epoxy had a chip out and was discolored. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles, it becomes brittle and discolored.